Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h4, h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Continued e1 -- alternate phone number: (B)(6). Continued e1 -- alternate email address: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.